Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. Medical device problem code - 1260. Component code - 887. Investigation findings code - 3252 + 3243. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - impact code - 4621. Medical device problem code - 2408. Investigation findings code - 213. Device received for this event is being corrected from unknown ankylos abutment catalog # unk ankylos abutment to ank c/x impl a9.5/d3.5/l9.5 catalog # 31010408.